Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call external ram crc error alarm and unexpected restart alarm. Customer's blood glucose level was 5.3 mmol/l. Customer advised when they change the battery on the insulin pump they receive an unexpected restart alarm. Customer advised they received the external ram crc error alarm two different times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the self test and the error test. No alarms were noted. No damage was found on the interfact board. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.